Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching. The controller exhibited controller fault alarm and an unexpected loss of power. The patient was hospitalized. The batteries and the controller were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller (B)(6) was returned for evaluation. Four (4) batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. Log file analysis revealed a controller power up event was logged on (B)(6) 2020 at 08:26:40. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 51% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed prior to the loss of power. The controller was without power for 14 seconds. As a result, the reported loss of power event was confirmed; however, the reported premature power switching event was not confirmed. Analysis of the alarm log file revealed two (2) controller fault alarms were logged on (B)(6) 2020 at 11:41:37 and at 15:11:28 due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. An internal inspection did not reveal any anomalies. Supplemental testing was performed and the controller was allowed to run for an extended period of time; results revealed that the controller fault alarm or abnormal readings in the internal battery voltage could not be duplicated or replicated. Based on the available information, the reported controller fault alarm was confirmed through log file analysis. There is no evidence of lubrication servicing on (B)(6). A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6)2018. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal battery charger integrated circuit. Additional products: battery (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67, battery (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67, battery (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67, battery (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114 , h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31- mar- 2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, report source: no, device evaluation anticipated, but not yet begun, mfg date: 31-mar-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31- mar- 2019 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no,report source: no, device evaluation anticipated, but not yet begun, mfg date: 31-mar-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31- mar- 2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, report source: no, device evaluation anticipated, but not yet begun, mfg date: 31-mar-2018, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30- sep- 2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, report source: no, device evaluation anticipated, but not yet begun, mfg date: 30-sep-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching. The controller exhibited controller fault alarm and an unexpected loss of power. The batteries and the controller were exchanged. No patient complications have been reported as a result of this event.